Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 1996, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead the implanted in the cervical region 23 years ago. The impedances were very high when first measured. When measured a second time the impedances were lower, and then the third time were high again. The patient experienced therapy loss. No further complications were reported or anticipated.